Manufacturer narrative:
The investigation has been completed. The console was not sent back. Data logs revealed that this is a known pattern failure in which all signals received from optical bench. The transient loss of placement signal could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced position waveform and a controller abnormality alarm. The console was replaced to address the issue. No patient harm reported.